Manufacturer narrative:
H6: investigation summary: customer returned (58) loose 3/10cc syringes without any packaging. Customer states that the needle was longer than usual. Thirty out of 58 returned syringes were tested using the length gauge and 20 out of 30 tested samples exhibited a cannula length that fell within specifications for 12.7mm cannula length. The remaining 10 out of 30 tested samples exhibited a cannula length that fell within specifications for 8mm cannula length. The reported catalog number indicates these samples should be 8mm in cannula length. Since the lot number was reported as unknown and no packaging was returned with the product, this issue cannot be confirmed as it is difficult to determine what lot the returned samples are from. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported 2 bd plastipack¿ insulin subcutaneous injection syringe with needle had cannulas that were too long. The following information was provided by the initial reporter, translated from japanese: "there was a mixture of needles longer than usual."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported 2 bd plastipack¿ insulin subcutaneous injection syringe with needle had cannulas that were too long. The following information was provided by the initial reporter, translated from (B)(6): "there was a mixture of needles longer than usual."